Manufacturer narrative:
(B)(4). Date sent 12/16/2024. D4 batch # unk d4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. An analysis of the product could not be performed since a physical sample was not received for evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. However, if the product is received at a later date, the investigation will be updated as applicable. No lot or batch number was provided therefore a device history could not be done. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a sigmoidectomy, while using a device to do the trans-anal anastomosis and the anvil popped off as they tried to remove the device from the patient. The anvil was in the patient for four days. And it was removed using a scope as the patient reported feelings of needing to go to the restroom but couldn't. A CT scan was completed finding the anvil in the patient.

Manufacturer narrative:
(B)(4). Date sent: 1/6/2025. Additional information was requested, and the following was obtained: he's done over 1000 of these cases and just "forgot" to look for the anvil, as he said he was really impressed with the donuts it provided. What steps were taken to make sure the anvil was attached prior to closure of device? Not available were the forces to close device less than or greater than expected? -not available where was the indication placed for the green setting scale -yes, according to the person who fired it. Did the healthcare professional receive audible & tactile feedback when firing the device? Yes how may counter-clockwise revolutions of the adjusting knob were used to open the device? He did not remember. He thought he did two full rotations but said he maybe did more please describe the specific steps taken to remove the device from the patient? - the sa said he thought he gave two full turns of the knob, then rotated the device 90 degrees to the left then to right then pulled out. He acknowledge he may have turned the knob more than the two times, and he said he got two really good donuts was it noted by the surgeon or the or staff that the anvil was not removed with the rest of the device? -no it was not. No one in the room noticed the anvil was missing. Did the surgeon conduct a leak test or any type of observation of the anastomotic site? -not available at this time. Will try to get next week does the surgeon believe the post-operative complications were related to an alleged deficiency of the device or were there other contributing factors to include patient tissue condition? -I have not spoken with the surgeon. Only the person who fired the device. Any difficulties of firing device - no. Any difficulty of removing device? -none were mentioned to me. How was the anvil eventually removed from the patient? Is the anvil available for return for analysis? - its in the customers possession at this moment. Was the circular stapler obtained approved distribution channels? - I believe so. No reason to believe it wasn't.